Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular sensing (vs). Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.